Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject pacemaker could not be paced with interrogation difficulties following an admission to emergency for another problem (bradycardia, atrial fibrillation and block of third degree with spontaneous rhythm at 30min-1). It was reported also that at previous follow-up one year ago, the battery impedance was at 1.42kohm. The physician decided to explant the subject device and it was returned for analysis.

Event description:
Reportedly, the subject pacemaker could not pace with interrogation difficulties following an admission to emergency for another problem (bradycardia, atrial fibrillation and block of third degree with spontaneous rhythm at 30min-1). It was reported also that at previous follow-up one year ago, the battery impedance was at 1.42kohm. The physician decided to explant the subject device and it was returned for analysis.